Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell 1 week ago, and a few days later the patient experienced withdrawal symptoms. The patient was shaky, tremulous, had cold sweats and increased pain. Due to the symptoms, the patient was seen in the emergency room on (B)(6) 2012, and was given a shot of morphine sulfate which improved the symptoms for a short time. The pump event logs were reviewed, and there were no alarms. It was noted that the patient was "doing fine" at the last refill on (B)(6) 2012, and the expected residual volume (erv) was 3.9ml, and the actual residual volume (arv) was 5ml. The device system was used to deliver hydromorphone (dilaudid), clonidine, and ropivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# n180942011, implanted: (B)(6) 2009. Product type: catheter. (B)(4).